Event description:
I was scheduled for a prostate MRI and the on the following day and I noticed a small pimple like raised bump on my left upper inner thigh and also noticed small, raised areas that were red in color on my scrotum. I put neosporin ointment on the pimple like bump and a bandaid over it and the ointment on my scrotum area. Later that day I checked the bandage and saw that it was wet. By the next day the area where the pimple like bump broke and was larger and the area around it was red and blotchy. I continued to put the neosporin and bandage on the burn and just the ointment on my scrotum area for the next 4-5 days until I went to urgent care facility. Upon their review they suspected it to be MRI thermal burns. The actual burn is about one inch in diameter and the burns on my scrotum a little over an inch in diameter.